Event description:
The customer received questionable total psa total (free + complexed) psa- prostate specific antigen (total psa) results for an unknown number of patient samples. The data for one patient sample was provided as an example. The specific date of the event was not known. The initial result was 0.9 ng/ml and the repeat result was 5.6 ng/ml. It was unknown which result was reported outside the laboratory or which result was believed to be correct. No patients were adversely affected. The total psa reagent lot number was 16644204 with an expiration date of 03/31/2013. No service visit was performed as the analyzer is no longer in operation at the customer site. Further investigation could not determine a specific root cause. At the time of the event, the field service representative had found broken tube holders on the sample rotor which may have caused incorrect results because the tubes may not be placed straight.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.